Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed and the spindle cap broke off of the spacer when the inserter was being detached. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.